Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ I have pain on my left side where one of the essure coils is still placed."), ectopic pregnancy with contraceptive device ("ectopic pregnancy device") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. 901339, 904755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida and parity 2. Concurrent conditions included vaginal pain, cyst and overweight. Concomitant products included contraceptives for topical use from (B)(6) 2013 to (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and asthma ("other injury(ies) or complication please describe: asthma worsened after essure placement"). In 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced abdominal pain lower ("lower left quadrant of abdomen") and allergy to metals ("nickel allergy/nickel sensitivity"). The patient was treated with paracetamol (tylenol 8 hour), steroids and surgery (laparoscopic right salpingectomy and underwent a pelvic surgery on (B)(6) -2014 to try and alleviate the symptoms). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, depression, anxiety, rash, allergy to metals, dyspareunia, gastrooesophageal reflux disease and asthma outcome was unknown and the abdominal pain lower had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthma, depression, dyspareunia, ectopic pregnancy with contraceptive device, gastrooesophageal reflux disease, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: the patient has pain on my left side where one of the essure coils is still placed. As per pfs, onset date of allergy to metals was (B)(6) 2015. Leave taken from this job or other job for medical reasons- recovery from right salpingectomy; approximately 10 days diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Pregnancy test - on an unknown date: results: negative. Batch number: 901339 exp date: 2014/09 man date: 2011/09 , batch number: : 904755 exp date: 2024/10 man date: 2011/10 . Most recent follow-up information incorporated above includes: on 17-dec-2018: pfs received- new event she did not undergo essure confirmation test were added. Treatment drug and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy device") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 901339, 904755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. Concurrent conditions included vaginal pain and cyst. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("lower left quadrant of abdomen"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), rash ("rashes or skin conditions type: rashes"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and asthma ("other injury(ies) or complication please describe: asthma worsened after essure placement"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a pelvic surgery on july-2014 to try and alleviate the symptoms) and surgery (laparoscopic right salpingectomy). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, depression, anxiety, rash, allergy to metals, dyspareunia, gastrooesophageal reflux disease and asthma outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthma, depression, dyspareunia, ectopic pregnancy with contraceptive device, gastrooesophageal reflux disease, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: the patient has pain on my left side where one of the essure coils is still placed. She is exploring options for the removal procedure to be covered by my insurance. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs+mr received: new events: depression, anxiety, rash, allergy to metals, dyspareunia, gastrooesophageal reflux disease, asthma, abdominal pain lower were added. Reporter, patient demographic information, product start, stop date updated. Product lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy device") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. 901339, 904755) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 2. Concurrent conditions included vaginal pain and cyst. Concomitant products included contraceptives for topical use from (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux") and asthma ("other injury(ies) or complication please describe: asthma worsened after essure placement"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced rash ("rashes or skin conditions type: rashes"). On an unknown date, the patient experienced abdominal pain lower ("lower left quadrant of abdomen") and allergy to metals ("nickel allergy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a pelvic surgery on (B)(6) 2014 to try and alleviate the symptoms) and surgery (laparoscopic right salpingectomy). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, depression, anxiety, rash, allergy to metals, dyspareunia, gastrooesophageal reflux disease and asthma outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, allergy to metals, anxiety, asthma, depression, dyspareunia, ectopic pregnancy with contraceptive device, gastrooesophageal reflux disease, genital haemorrhage, pelvic pain and rash to be related to essure. The reporter commented: the patient has pain on my left side where one of the essure coils is still placed. As per pfs, onset date of allergy to metals was (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Batch number: 901339 exp date: 2014/09 man date: 2011/09. Batch number: : 904755 exp date: 2024/10 man date: 2011/10. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy device") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a pelvic surgery on (B)(6) 2014 to try and alleviate the symptoms). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device and genital haemorrhage outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.